Event description:
It was reported that the graftmaster was used to treat a proximal right coronary artery (prca) aneurysm. A guideliner was elected to be used and was inserted over the coronary guide wire and a 4.0 mm x 15 mm unspecified balloon catheter and positioned it in the prca up to the mid segment. Difficulty was met advancing the 3.5 x 26 mm graftmaster (gm) stent delivery system (sds) through the guideliner. The gm was removed and the guideliner was removed; both without incident. The gm was prepped again and the gm and the guideliner were advanced together over the coronary guide wire. The guideliner was positioned in the prca; the gm was advanced and positioned across the aneurysm. It was noted that the proximal end of the balloon of the gm met resistance and negative was pulled on the device while in the guideliner then the gm was advanced, positioned and deployed at 20 atmosphere (atm) for 31 seconds. The sds was removed and post-dilatations were performed with a 2.5 x 20 mm nc trek balloon at 12 atm for 37 seconds, and a 5.5 x 20 mm non-abbott balloon at 16 atm for 15 seconds and at 18 atm for 10 seconds. Post stent deployment the aneurysm was completely covered with a covered stent with minimal flow from the proximal segment. There was timi 3 flow distally; no evidence of dissection, perforation o rembolization. There was 0% residual stenosis. The procedure was completed successfully. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4) -above rated burst pressure and re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the otw graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. The IFU also states: do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur. Additionally, in the same IFU: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure as indicated on the product label. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.014 platinum; guide cath: 8 fr hockey stick-1; 8 fr guideliner; sheath: 8 fr arrow 48 cm long; other: heparin; angioseal. (B)(4) - indication for use. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.